Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had under delivered insulin. Customer had blood glucose level 261 m/dl. The numbers were climbing but insulin pump was not giving basal as per graph. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.